Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 codes: health effect - clinical code problem code: e1030 stomach ulceration/ code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that sensor failure occurred. The date of the event is an approximation. According to a report received via the tandem customer technical support team that on (B)(6) 2025, the patient reported that a failed continuous glucose monitor (cgm) sensor led to a hospital visit. On the same day after applying the sensor to the abdomen, the patient experienced severe symptoms, including an inability to function, stand, or perform a fingerstick blood glucose (fsbg) test. The patient, who uses a tandem t:slim in modified closed-loop mode, was unable to recall their dexcom cgm reading and could not obtain an fsbg result. At approximately 6:30 pm, the patient called for an ambulance. Paramedics recorded an fsbg of 600 mg/dl. The dexcom cgm reading at that time was unknown. The patient was transported to the emergency department (ed), where they were administered an unknown IV. Around 7:00 pm, the patient was transferred to the intensive care unit (ICU) for diabetic ketoacidosis (dka). Cgm and fsbg readings during this time remained unknown or unrecorded. After one day in the ICU, the patient was moved to a general care unit, where they stayed for one day before being diagnosed with a stomach ulcer. The patient was then readmitted to the ICU and received three units of blood (3 x 500 ml). They were prescribed pantoprazole 40 mg twice daily for the ulcer. The patient remained hospitalized until (B)(6) 2025 and was discharged at 3:00 pm in ¿okay¿ condition. No additional details were documented. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.